Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of being too hot to hold was observed. Reader was observed to power on with usb cable insertion. Visually inspected the returned usb charger and usb cable and no issues were observed. No opens or shorts were observed and usb charging cable passed testing. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of reader being too hot to hold was observed. A further extended investigation was performed on the returned reader. A visual inspection was performed using a digital microscope on the returned reader and the reader pcba (printed circuit board assembly). Observed no signs of damage or contamination on the readers pcba and components. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range. Performed a continuity test on the returned usb cable using cable tester and no problem was found. Attempted to power on the reader, and observed the reader displayed a connected to computer message when not connected to computer. The reader was also able to communicate with computer via usb cable. Placed the returned reader into the reader pcba test fixture and probed signals and abnormal signals were verified. Thermal camera was used to verify hot spots on the stm processor, u13 chip and dn3 chip. Observed the components were overheating suggesting a short on the pcba. Dn3 chip was removed and still observed overheating components. Further testing was performed on the reader's subassembly and abnormal behavior was observed with pin 3 and 5 of the u13 chip. The abnormal behavior with pin 3 and 5 indicates internal damage and therefore an excess amount of current running through pa9 vbus line that fed to the stm processor. It was determined that this issue was caused by the customer using a non-abbott provided usb adapter. The use of an incorrect usb adapter could result in invasive current surges through the reader's circuitry and result in component degradation and/or destruction .thus, the reader would then incorrectly show a "connected to the computer" display message when the reader was powered on. Therefore, the issue is not confirmed to use due to incorrect adapter. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on (B)(6) 23. Adc field action fa1005-2023 was issued to the us (B)(6) 23.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.